Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that numerous patients have presented post operative with cell and pigment in the anterior chamber. The patients have been managed with eye drops and close follow up. The physician has had the phacoemulsification handpieces tested and one handpiece has shown abnormal growth of actinomycetes bacteria. That handpiece has been isolated form use. Additional information has been requested.